Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead abrasion damage was suspected but was not confirmed. The x-ray showed no anomalies. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.